Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-36927 related manufacturer reference number: 2017865-2023-36930 it was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and pocket erosion. It was noted that the implantable cardioverter defibrillator (ICD) has eroded from the pocket. The physician explanted the entire ICD system to resolve the issue. The patient's condition was unknown.